Manufacturer narrative:
(B)(4). Uncut washer - blemished. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition, three partially formed staples were received inside a plastic container. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event described could not be confirmed as there was not a strange noise during the analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open low anterior resection, there were unexpected sound and heavy resistance when the device was fired on the rectum. After the device was removed from the patient, it was found that the deployed staples on the anterior wall were unformed, and staples on the back wall were not deployed. As the anastomosis side was not sutured, the tissue was resected with cs40b and another cdh29 was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.